Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they changing batteries every once a week, insulin pump had scratched on screen and difficult to saw, screen has cloudiness, battery cap was worn, motor could be a little slower and insulin pump had several random no delivery alarms in a row. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The device will not be returned for analysis.